Event description:
Customer reported device = 400 mg/dl. Customer went to the hospital. Customer was given a shot of insulin. No controls used. A request was made for return product and replacement product was sent.